Event description:
A us distributor reported that a monitor resets.

Manufacturer narrative:
Device evaluation of monitor was completed. The reported problem (resets) was confirmed. Upon evaluation the monitor was resetting. A defective sd card caused the resets. The root cause of the defective sd card could not be positively identified. There were no adverse events associated with the monitor malfunction.